Event description:
It was reported that the 9900 system had a high capacity disk failure error at boot up, prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos board was replaced and the software was re-installed during the svc call. The system was tested and found to be working as intended and placed back into service.